Manufacturer narrative:
Concomitant medical products: product ID: 977c290, lot#: va1anpn015, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: 16-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Information was reported that the caller stated the patient had a revision yesterday. The caller stated the operative notes indicate that on (B)(6) the doctor stated the ins was not working. The caller stated the notes yesterday indicated that the revision was done due to lack of efficacy from the suspected migration of components. The patient had signs of stroke yesterday and today the ins was removed, but the lead remains, but explanted electivity. It was noted that the possible stroke is unrelated to the patients devices. The caller stated she is just the MRI tech and does not have all the information, primarily the caller wanted to know if the lead only system is full body eligible. It was reviewed that the lead only system is an abandon system and only eligible per our labeling for head scans. The caller mentioned during the call that the ins was to be replaced, but it was unclear if they attempted to replace the ins yesterday when the revision was occurring. No further complications were reported. No additional patient symptoms were reported.